Event description:
It was reported that the device was both oversensing (double counting of the r-wave) and undersensing. Furthermore, the device has recorded over 1800 asystole events since implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.